Event description:
It was reported that the customer received a failed battery test alarm from his insulin pump. The customer's blood glucose level was 86 mg/dl. The customer stated the alarm occurred after he changed his battery. The customer changed the insulin pump's battery three times before the insulin pump functioned as designed. Standard troubleshooting was performed. It was discovered that the customer had already been sent a replacement battery cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.